Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ambulance transported customer to the hospital due to a blood glucose (bg) level of 501 mg/dl. The customer was treated with intravenous fluids of saline and was discharged on (B)(6) 2024 with no permanent damage. Tandem clinical support (cts) informed customer that admelog insulin is off label per the user guide. The customer continued to use the pump for insulin therapy.